Event description:
Boston scientific received information via latitude information that loss of capture as well as a right ventricular lead dislodgement was present. The patient was seen at the hospital where this lead was replaced. The lead will not be returned. No further adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
Should addition information become available this investigation will be updated.